Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: watertightness was failed due to damage on cable unit and no image was displayed due to damage on camera unit. The most probable cause for damage on camera unit and cable unit was traced to component failure. However, the most probable cause for dirt on adapter could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited damage on camera unit and cable unit, no image, failed watertightness and dirt on adapter. There was no patient involvement.